Manufacturer narrative:
Continuation of d10: product ID hh9020tdd lot# serial# (B)(6); product type product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal dilaudid (hydromorphone) and baclofen (unknown) via an implantable pump for non-malignant pain. The patient reported that for about the last 2-2.5 weeks, when she did a bolus the handset showed a lag at 90% for a long time before the bolus shows it went through. Agent reviewed data and walked patient through how to delete the data. Patient was able to clear the data and was able to connect to the pump with no lag. Patient would call back if she needs assistance with clearing the data again. Patient stated she was having to do an update to the communicator multiple times before they could connect to the pump. Agent had patient toggle on location. Per personal therapy manager (ptm) the about screen was showing the correct serial number for the communicator. Patient would monitor to see if updated the communicator continues and would call back if needed. Patient stated sometimes when she was bolusing, the ptm was not showing the correct amount of boluses left. Per ptm bolus duration: 2 min, lockout: 4 hours, bolus restriction :6 bolus per 24 hours, and max act 6. Patient stated she gets the pump filled tomorrow and would discuss with doctor. Patient stated the pump was not alarming but she was really close to low reservoir due to insurance issues. Per the ptm pump time was an hour off . Agent reviewed daylight savings time. Patient would document the time and date of the bolus and bring that to the next fill/doctor appointment.